Event description:
Hill-rom nurse call service tech (hill-rom case# (B)(4)) removed programming for code blue calls to go to the wireless phones in both a buildings. They were to be removing emergency calls from the code blue group number and program them to an emergency group number. They programmed code blue to the emergency number and this would not have gone to the code blue response team. Error was fixed later, but there was a time when code blue notification was in jeopardy. This was not noticed by the hill-rom team, but the biomed team at the hospital in which they had to test and verified that hill-rom did indeed delete the code blue numbers. Down time procedures were put in place by (B)(4) health, then after hill-rom was notified to correct the problem, the (B)(4) health biomed team tested again to verify the code blues were working again. FDA safety report ID# (B)(4).